Manufacturer narrative:
Additional information was received that the initial symptom that led to revision was patient could not get the charger to communicate with ipg. There were three monotone audio signals coming from the charger every attempted charge.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to a suspected device malfunction. The patient was doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to a suspected device malfunction. The patient was doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to a suspected device malfunction. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient had a previous procedure wherein an electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) device evaluation indicated that the ipg passed visual tests performed. The complaint was confirmed. After the completion of each charging cycle, the end-of-charge beeps were heard, but the ipg would not be linked with a remote control. The analog integrated circuit had been damaged. The battery level could not be maintained. It was reported that patient had a surgery prior the explant procedure where electrocautery was used. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the analog integrated circuit, reference (B)(4).